Event description:
A medtronic rep reported intermittent black status with the stealthstation. There was no pt present.

Manufacturer narrative:
No pt info, as no pt was involved in this concern. The device has not been returned to the manufacturer.